Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited high impedance, high thresholds and fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.